Event description:
On (B)(6)2025, an ilet user went to the ER due to symptoms of high blood glucose (bg), including vomiting and moderate ketones. Her bg levels reached 475 mg/dl (fingerstick) and "high" on the dexcom g7 continuous glucose monitor (cgm). Despite using 30 units of backup therapy, bg could not be corrected, and ems transported her to the hospital. The user was admitted on (B)(6)2025 and released on (B)(6)2025 after receiving IV fluids. She has since rotated infusion set sites as instructed, and bg levels are stable. The user was using a convatec inset (23", 6mm) teflon infusion set during the event.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.